Event description:
Information received by medtronic indicated that the patient had a cardiac tamponate during a cryoablation procedure. The physician had completed ablation of the left sided veins and positioned the cryoablation catheter, sheath and mapping catheter to target the ripv. The mapping catheter was positioned in the vein and the balloon of the cryoablation catheter was positioned at the ripv ostium. Contrast injection was performed and the contrast appeared extracardiac. The patient was noted to be hemodynamically unstable and hypotensive. A pericardiocentesis was performed and approximately 550cc's of blood was removed. Protamine was given and an echo confirmed the effusion. The patient was stabilized and the cryoablation procedure was abandoned. Patient had a drain and stayed overnight in ICU. Device 2 of 3, reference MFR report: 3002648230-2014-00008 and 3007798852-2014-00001.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction.